Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: "I had feedback from operations that the item we replaced (sku 200142000) is returning from the surgeries cracked in the plastic part and they are performing the replacements at each surgery". There was no harm to the patient. Hospital not informed. Code: 200142000. Lot: so2010746. Complaint from (B)(6).

Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.